Event description:
Customer reported the image intensifier moved during the transfer of a pt because the cord from the injector was inadvertently wrapped around the control joy-stick. The cable pulled on the joy-stick causing the movement of the image intensifier. No pt injury was reported.